Event description:
With angioplasty in progress a ptca balloon ruptured. Air embolus was delivered through the coronary arteries. The pt became hemodynamically unstable and coded. The pt was resuscitated and intubated. Pt had low oxygen saturation until placed on a ventilator. Sent to ICU and later discharged to home.